Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin and meropenem injections (1gm, ongoing, routes, frequencies and durations were not reported) for peritonitis. Fifteen days after the event onset, pd therapy was discontinued and the patient was switched to hemodialysis (twice a week). Sixteen days after hospital admission, the patient was discharged. At the time of this report, the patient was recovered from the peritonitis event. No additional information is available.